Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patient underwent an unrelated surgical procedure, and then was unable to establish communication with external devices. Troubleshooting ultimately resolved the issue.